Event description:
Procedure: colon resection. Pt gender: unk. According to the reporter: the stapler could not be removed easily and had to be pulled from the tissue. The procedure was completed by suturing. There was no significant bleeding, less than 250cc and the surgical time was extended 20 minutes. The surgeon stated that a diverting ileostomy was performed but he may have done it anyways. The pt is in well current condition.

Manufacturer narrative:
Initial report sent: 3/5/2009.